Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012 to report that the subject pump was randomly alarming and that the pump's display was blank when viewed. At the time of troubleshooting, the patient reported that she attempted to reboot the pump multiple times using different batteries from the same package and each time the pump beeped and vibrated but the display remained blank. While on the call with animas customer support, the patient inserted a battery from a different package and the patient confirmed that the pump powered up and the display appeared normal. At the time the pump booted up, the patient confirmed the date and time were set correctly. However, upon reviewing the pump's alarm history, it was discovered that the first 13 records showed a call service alarm with date/time of (B)(6) 2007 at 12am. Record 14 showed a date/time of (B)(6) 2012 at 6:07am for an empty cartridge alarm. Animas customer support advised the blank pump display may have been related to using weak batteries. This complaint is being reported because the incorrect time/date stamp issue discovered at the time of troubleshooting remained unresolved.

Manufacturer narrative:
(B)(4): testing found no defect found regarding the time/date stamp. The black box download verified call service 054 alarms. Performed a rewind, load and prime sequence with no cs 054 alarms were duplicated. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no cs 054 alarms duplicated. The call service 054 alarm is software corruption and records the default time and date setting. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using was accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.